Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the white wire was broken and the yellow wire was pinched. The root cause for damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.